Manufacturer narrative:
On january 10, 2024, mentor received additional information. Date of explant was updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2024, mentor received additional information. Mentor became aware that the patient's capsular contracture occurred in the left breast. As such, the device serial number was updated to (B)(6). The lot and catalog remain the same. A healthcare professional indicated that the patient experienced significant ptosis bilaterally, which was corrected with a bilateral mastopexy and removal and replacement with a left-sided 475cc mentor memorygel breast implant and a 450cc mentor memorygel breast implant. As such, a second file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2024-02693 for the contralateral event. On (B)(6) 2024, mentor received the device for evaluation. On february 26, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade iii-IV capsular contracture of the right breast, which was diagnosed using patient symptoms. As a result, the patient is scheduled for bilateral removal surgery on (B)(4). 2024.